Event description:
The pt received an scs sys on (B)(6) 2008. It was reported the pt's program gives him a severe headache at high frequency settings. He also stated the battery indicator on the programmer is reading full even after a week of usage. He alleges one of his window fans increases and pulsates his stimulation. Attempts to gather additional info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.